Event description:
This is filed to report the single leaflet device attachment (slda), recurrent mr and tissue damage requiring additional intervention. It was reported that the initial mitraclip procedure was performed on october 2021 to treat mitral regurgitation (mr) with grade 4+. Two clips were implanted, reducing mr to 1. Three months after the procedure, the patient presented with dyspnea, extremity edema and recurrent mr with grade of 4+. An echocardiogram was performed, which found that the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and tissue damage had occurred. On (B)(6) 2022, an additional clip was implanted lateral commissure, reducing the jet and stabilizing the slda clip. The mr was reduced to from 4+ to 2. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single leaflet device attachment (slda) is worsening patient anatomy (strand broke). The reported tissue injury, mitral regurgitation (mr), edema and dyspnea are cascading effects of the slda. The reported tissue injury, mr, edema and dyspnea effects of are listed in the instructions for use and are known possible complications associated with mitraclip procedures. The reported hospitalization and medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.